Event description:
It was reported that a patient received inappropriate atp therapy for ventricular fibrillation due to far p-wave oversensing. Programming changes were made, and the patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.